Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that a red "disconnection detected" alarm did not alarm at the central station. The device was in use on a patient. There was no patient or user harm reported.